Event description:
It was reported by the rep that the (1) tlc55 was used during a thoracotomy procedure. It was reported that the device locked up. The case was completed with another device and with no adverse pt outcome.